Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's son reported that on an unspecified date, the customer's adc meter provided readings that were higher when compared to readings obtained on a competitor brand device. Customer self-treated with insulin as a result of these readings and subsequently lost consciousness. Paramedics were called and upon their arrival, the customer was treated with a glucose injection. No transport to a hospital occurred. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Extended investigation has also been performed for the reported complaint and there was no indication that the product did not meet specification. The test strips were not returned and a valid strip lot number has not been provided. Dhrs (device history review) for all precision strips within expiration at the time of complaint were reviewed and the DHR review showed there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed for the reported complaint and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was completed for the reported complaint and precision test strips, no confirmed complaints were observed. There were no adverse trends that indicate any potential product related issues. If the reported test strips are returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer's son reported that on an unspecified date, the customer's adc meter provided readings that were higher when compared to readings obtained on a competitor brand device. Customer self-treated with insulin as a result of these readings and subsequently lost consciousness. Paramedics were called and upon their arrival, the customer was treated with a glucose injection. No transport to a hospital occurred. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported meter has been returned and investigated with retained test strips. Visual inspection has been performed on the returned meter and no issues were observed. The complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing. This also serves as a correction report. (Pma510k#) was incorrectly documented in the initial MDR 30 day report. Has been updated.

Event description:
Customer's son reported that on an unspecified date, the customer's adc meter provided readings that were higher when compared to readings obtained on a competitor brand device. Customer self-treated with insulin as a result of these readings and subsequently lost consciousness. Paramedics were called and upon their arrival, the customer was treated with a glucose injection. No transport to a hospital occurred. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported meter has been returned and investigated with retained test strips. Visual inspection has been performed on the returned meter and no issues were observed. The complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing.

Event description:
Customer's son reported that on an unspecified date, the customer's adc meter provided readings that were higher when compared to readings obtained on a competitor brand device. Customer self-treated with insulin as a result of these readings and subsequently lost consciousness. Paramedics were called and upon their arrival, the customer was treated with a glucose injection. No transport to a hospital occurred. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This serves as a correction report. (Date received by manufacturer) was incorrectly documented in the follow up #2 report. The correct date is october 10, 2018.

Event description:
Customer's son reported that on an unspecified date, the customer's adc meter provided readings that were higher when compared to readings obtained on a competitor brand device. Customer self-treated with insulin as a result of these readings and subsequently lost consciousness. Paramedics were called and upon their arrival, the customer was treated with a glucose injection. No transport to a hospital occurred. There was no report of death or permanent injury associated with this event.